Event description:
It was reported that patient experienced high blood glucose of 355mg/dl and treated with correction pump on 08 may 2026.

Manufacturer narrative:
E1: name: (B)(6). Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.